Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer observed (B)(6) results while using architect hiv ag/ab combo reagents. The following data was provided. Initial (B)(6), repeat (B)(6) using reagent lot 83134li00. Results using the architect method at another facility using a different reagent lot (85045li00) were also (B)(6). Other methods were (B)(6) including vidas quick ((B)(6), liaison xl (B)(6), western-blot (B)(6). The patient is a (B)(6) child whose mother is (B)(6). No results values were provided for the mother. The customer stated both the patient and the mother have (B)(6). No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect device and customer contact information per lot used were updated. MDR 3002809144-2018-00078 has been submitted and all further information will be documented under that MDR number.